Event description:
It was reported to philips that the allura device was displaying 0:00 and would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the flexvision pc, and a hard disk. The device was then returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. Philips analyzed the log file which showed that a frame grabber card initialization error caused the system will not boot up, will remain at 0:00, and will not start up. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and failed. The philips engineer replaced the flexvision-pc and hard disk, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method codes was corrected.